Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The patient almost bled to death as claimed during the procedure. Attempts to obtain additional information but were unsuccessful. The device was explanted. No additional adverse patient effects were reported.